Event description:
Pt had urinary sphincter inserted on 3/30/94. Within 1-2 months, he complained of scrotal enlargement, urinary burning and discomfort. He was then unable to initiate and maintain a voiding flow. He was treated as an outpatient with diuretics and either cephalosporin or cipro. Applied warm compresses. Antibiotic was switched to lorbid. Pt was admitted on 7/14/94 for possible revision or explant. Admitted with urinary retention.